Event description:
It was reported that on literature review "cryogenic plasma ablation for treatment of moderate-severe obstructive sleep apnea hypopnea syndrome in 67 patients", 12 patients had a foreign body sensation in the pharynx caused by the uvula scar after a obstructive sleep apnea hypopnea syndrome treatment procedure using a evac 70 wand and the radiofrequency generating control system. The events were treated with a reoperation and ablation of the scar. The foreign body sensation disappeared after this. No further information is available.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Article: zhang hong. (2009). Low-temperature plasma ablation technology in the treatment of 67 patients with moderate to severe obstructive sleep apnea hypoventilation syndrome. Chinese journal of ophthalmology, otorhinolaryngology, 9(1), 44-45.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.